Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The entire circuit, filter and water chamber were changed and circuit calibration was performed again. However, the leak still occurred. The therapist turned off leak compensation and the leak value dropped from 98% to 45%. It is worth mentioning that patient received medication through a ventilator and the filter was not replaced regularly during treatment. Finally, the patient was connected to other equipment and the leak percentage dropped to 18%. The defective servo was tested again and new pre-use check was performed with new expiratory cassette and patient circuit. All tests passed. The device's logs were not provided for further investigation, therefore the root cause has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).